Manufacturer narrative:
Product event summary: (B)(4). The partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching,

Event description:
It was reported that infection and erosion occurred. It was further reported there was possible premature battery depletion and lead dislodgement. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).